Manufacturer narrative:
B5: during evaluation of a returned spectrum infusion pump, the audio was found to not function correctly. No additional information is available. During evaluation the device audio was not functioning properly. The cause was identified to be a corroded speaker on rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Evaluation experienced a system error 345 during testing. The cause was identified to be an out of calibration downstream thermistor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.